Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. For a more detailed analysis, additional information is essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This device was changed out because the "programmed pulse amplitude outputs couldn't meet the required safety margins" (high thresholds). The rv lead was replaced at the same time for dislodgment, impedances greater than 3000 ohms and high thresholds. The patient had fallen, which is what the physician suspects is the cause for these issues. The hospital retained the device. Should additional information be received, this file will be updated.